Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no login issues. In the station. A technical support specialist troubleshot the device and found no consistent login issues and received no response from the customer after follow-ups. The case was closed. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user was unable to log in. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user was unable to log in. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.